Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the system was unable to boot up, indicating a software issue. Upon troubleshooting fse found there may be an issue with the 24v power supply or the upper amc drive. Fse replaced the fuse in the 2ny power unit, software reloads failed to resolve the geometry fault. To resolve the problem, fse replaced the amc servo drive and return the part for further analysis and no failure confirmed. After the replacement of amc servo drive, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not boot up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.